Manufacturer narrative:
Failure analysis confirmed the insulin pump was had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The insulin pump had cracked case at display window corner (lower right corner) and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and would not start. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the moisture issue. The customer stated there were no leaks. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.